Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. PMA/510(k): similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: the radiopaque sheath and the dilator are returned for investigation. The tip of the radiopaque sheath is severely damaged. The product is manufactured and controlled according to specifications. However, based on the investigation the exact root cause of the event is unknown. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: another manufacture's wire guide (rf-ga35153/manufactured by terumo) was inserted from the right jugular vein. After angiography was performed, dilation was done with dilator of the igtcfs-65-jp-jug-tulip and then, the physician attempted to insert the coaxial introducer sheath system of igtcfs-65-jp-jug-tulip over the wire guide. However, though introducer dilator could be inserted, radiopaque sheath could not be. After some unsuccessful attempts to insert the sheath, the physician withdrew the sheath and checked it. It was confirmed that there is burr at the tip of the sheath. The physician replaced it with another igtcfs-65-jp-jug-tulip's radiopaque sheath and the procedure was completed successfully. Patient outcome: the patient did not experience any adverse effects due to this occurrence.